Manufacturer narrative:
Ten 20041e-0006 samples were received in sealed packaging from lot 24015293. The customer reported that they "received another defective batch of code 20041e-0006 extension sets." A visual inspection of all of the returned samples confirmed the customer's experience; in each instance the t-connector was received separated from the tubing joint. A closer inspection identified minimal signs of residual solvent at the affected joint. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that the separation is most likely to have been caused by incorrect positioning of the t-connector within the assembly jig during the solvent application process.; this is a manual process and is likely to have occurred due to human error. A review of the production records for lot 24015293 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, improvements to the assembly process have been implemented, including updates to the work instruction as well as the addition of visual aids on the assembly line to ensure the correct assembly of this joint during future production. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 20041e-0006 product in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that bd alaris smartsite extension set was separated the following information was received by the initial reporter with the following verbatim: customer states" received another defective batch of code 20041e-0006 extension sets." Same as previously reported on the customer reports there were another 5 broken extension sets when stock was being quarantined in the hospital.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information added in adverse event or prod prob (b) investigation result: ten 20041e-0006 samples were received in sealed packaging from lot 24015293. The customer reported that they "received another defective batch of code 20041e-0006 extension sets." A visual inspection of all of the returned samples confirmed the customer's experience; in each instance the t-connector was received separated from the tubing joint. A closer inspection identified minimal signs of residual solvent at the affected joint. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that the separation is most likely to have been caused by incorrect positioning of the t-connector within the assembly jig during the solvent application process.; this is a manual process and is likely to have occurred due to human error. A review of the production records for lot 24015293 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, improvements to the assembly process have been implemented, including updates to the work instruction as well as the addition of visual aids on the assembly line to ensure the correct assembly of this joint during future production. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 20041e-0006 product in the past 12 months.

Event description:
Additional information was the tubing separating from the t connector? Yes. Was stock found prior to use inside the packaging or during patient use? Two incidents with defective stock were identified during patient use. The remainder of defective stock was identified while checking the stock on the shelf. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? We use infusion pumps in gympie, height of infusion line unknown, entry point ¿ arm ivc, rate unknown but it was an IV ab administration so not fast. No additional line set up used. What substance was being infused during the time of the event? Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Ivab. During infusion. Not sure of how long into the infusion. Please confirm if there was any leakage as a result? One patient incident resulted in patient leakage. The other cannula was not in use at the time it separated.